Event description:
It was reported that when using the bd pyxis¿ anesthesia station es discrepancies appeared for two medications. The system also triggered refill requests for medications that were already properly loaded. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with user in the pharmacy regarding the issue user was experiencing. User sent fse pictures for review, and after examining them, fse confirmed that there were no faults with the mini drawer. The issue was due to user error related to medication inventory handling. The system functioned as intended after the field service engineer investigated the device.